Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial/lot #: unknown; product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient's tape came loose on (B)(6) 2018 and her husband tried to trim the tape but cut the wire/lead by accident. The patient stated that she called the doctor's office and she was advised to turn off the device to avoid her being shocked. There were no symptoms or further complications reported or anticipated.